Event description:
2025-apr-01: information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient mentioned after they were implanted they didn't feel any relief. The patient was ready to remove the implanted device and very frustrated since their spouse had so much success with their implant. The patient spoke with their healthcare provider (hcp) and manufacturer representative (rep) and after 4 trials with their insurance company they got an approval to switch implant. 2025-apr-4 telph: additional information was received from manufacturer representative (rep) who reported they have worked with this patient. They said the patient's husband has an intellis device and the patient had a vanta. Patient was always asking for programming to match the capabilities of their husband's device. Patient was made aware that since they have a different device, their programs will be different and cannot be matched with their husband's. Rep said when they were working with the patient, they tried everything. Patient was always getting satisfactory results but just not the same as their husband's. Rep was never made aware of any device or therapy issues otherwise. After working with them with for many programming sessions, patient and healthcare provider (hcp) decided to replace patient's vanta with the current device. The surgery was considered elective, and the explanted device was discarded. The rep was present at the that replacement surgery that took place on (B)(6) 2024. Rep does see a note that there was an oor on the day of the surgery on electrode 4 but there were no impedances noted. Oor cause was unknown and wasn't further investigated since the device was being electively replaced anyways. Device was successfully replaced, and patient was receiving effective therapy after the replacement. Rep has not heard from the patient since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.